Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a bariatric procedure, the instrument was loaded and calibrated properly but the device could not be fired. There was no delay, injury, or adverse event. A new device was used to complete the procedure.